Manufacturer narrative:
(B)(4). Representative samples were returned and evaluated. Visual and functional examinations revealed no defects and samples met the specified quality requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2015 and suture was used. During suturing the fascia, the needle broke without bend. The broken needle was retained in the patient. It is unknown if any intervention performed to remove the needle piece. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2015 and suture was used. During suturing the fascia, the needle broke without bend. The broken needle piece was removed from the patient during the same procedure and no additional incision was necessary.